Event description:
The index procedure was a four-level posterior cervical fusion from c3-c7. Seven implants were placed as expected. On one implant a screw was suspected to have broken off and lodged inside the implant. A second screw was placed with no issue. No loose hardware was noted on x-rays. Case was completed successfully. Procedure outcome was as expected. No known complications arising from this event.